Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a problem refilling or aspirating the reservoir. The clinician was able to fill 40 cc pump, but could only get 30 cc. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.